Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered appropriate shock therapy for ventricular tachycardia (vt). The shock therapy accelerated the rhythm, however, the rhythm converted on its own. No adverse patient effects were reported. This product remains implanted and in service.